Event description:
Additional information revealed and it was clarified the patient underwent surgical intervention to reposition the lead. However, the lead would not move. As such, the physician decided not to proceed with the case and the lead remains implanted. The patient stated she still was not receiving effective therapy following the procedure. No additional information is known at this time.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2018, wherein the lead was repositioned. Reportedly, effective therapy was restored post-operative.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays revealed lead migration. As such, the patient will undergo surgical intervention to address the issue.